Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were difficult to place due to patient anatomy. The rv lead dislodged post operatively and was revised. During the procedure to revise the rv lead the ra lead dislodged. The ra lead was also revised. Both leads remain in use. No patient complications have been reported as a result of this event.